Event description:
Related manufacturer reference number: 2017865-2022-47865, related manufacturer reference number: 2017865-2022-47867, related manufacturer reference number: 2017865-2022-47874. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.